Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant, the doctor repositioned the lead and retracted the screw. The lead helix became stuck in retracted position. The lead was not implanted. No patient complications have been reported as a result of this event.